Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had no delivery alarm. The customer states they received failed battery test. The customer's blood glucose level was 72mg/dl. Troubleshoot was conducted and it was noted that the reservoir was empty. The customer was advised to not use lithium battery. The customer declined to complete troubleshoot.